Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705601 - continuum acetabular system, trilogy it ¿ 61991159. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04528.

Event description:
It was reported that patient was noted to have heterotopic ossification approximately 5 years post total hip arthroplasty. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was confirmed by review of x-rays. X-rays from the patients five year follow up note heterotopic ossification along the greater trochanter along with minimal lucency along the tip of the femoral stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.